Event description:
In 2008, the home pt contacted the technical service representative to report a system error 2367 alarm after improperly disconnecting from the homechoice machine while in the hospital. At that time, baxter's technical service representative reviewed the disconnect procedure with the home pt. During a follow up call with the home patient's nurse approximately 6 weeks later, the nurse stated the pt developed peritonitis. The patient's peritoneal dialysis (pd) therapy was put on hold at about 3 weeks after the initial event due to peritonitis. The pt has since recovered from the peritonitis. No further info could be obtained.

Manufacturer narrative:
The customer discarded the sample.